Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced worsening pain in the upper extremities and back. The patient has one cervical and one thoracic lead. During a reprogramming session, an impedance check was performed and high impedance was detected on two electrodes (electrode 0: 18000, electrode 1: 11070). These two electrodes are not being used for stimulation for this patient, and connections showed "good" on all electrodes. No troubleshooting was performed. The issue is ongoing and no action was taken. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.